Event description:
The devices were used during an unknown procedure. It was reported by the affiliate that the clips were malformed (gasps). There was no pt consequence.

Manufacturer narrative:
Added additional info, device was not returned for evaluation.